Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced the needle fell off prior to insertion event on 16 apr 2026. The patient also experienced high blood glucose and had been treated with correction bolus via pump.